Event description:
It was reported that high impedances were measured during a stage two implant. The following electrode pairs had impedances greater than 40 ,000 ohms: c-0, 0-1, 0-2, and 0-3. Impedances were consistently measured to be high on one of the new extensions. After troubleshooting, the healthcare professional (hcp) felt the extension was the probable cause of the impedance issue. A different extension was used. After the extension was replaced, impedances were measured to be within acceptable range. There were no patient symptoms or complications associated with the event. The manufacturing representative saw the patient the day after surgery when the implantable neurostimulator (ins) was turned on at a low level and the patient appeared to be happy and doing well.

Event description:
Additional information received reported that was the 1st time the healthcare professional had ever had a problem with the extension and there had been nothing unusual about that particular case that he could recall. The healthcare professional was not concerned as it was rare.

Manufacturer narrative:
Additional review determined re-tunneling is considered a serious injury.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# va0n5k2, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0kqxq, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4). Analysis of the extension (s/n (B)(4)) found the conductor was broken within 10 cm of the connector area. There was a conductor break in circuit #0 at 2.7 cm from the proximal end.

Manufacturer narrative:
Conclusion code updated.